Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the flexibility adjustment ring has a scratch, grip has a scratch, air/water cylinder has no color, suction cylinder has no color, switch box has a scratch, and knob has a scratch. Additionally, it was also found that water tightness is lost due to deformation of plug unit, scope connector cover unit has a scratch, plug unit has corrosion due to water leakage, cable unit has corrosion due to water leakage, and scope connector cover case unit has corrosion due to water leakage. Also, the image is not displayed due to damage on plug unit, insulation resistance value at distal end does not meet the standard value due to burn on plastic distal end cover, light guide bundle has breakage, objective lens has a scratch, light guide lens has a crack, connecting tube has a cut, and universal cord has a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, white foreign material was found inside the air/water tube, air/water cylinder, and in the jet tube of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that whitish foreign material in air-water channel, air-water cylinder and auxiliary water channel was due to reprocessing was not conducted properly due to leakage by deformed plug unit. The event can be detected/prevented by following the instructions for use which state: detection methods are written in instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The legal manufacturer reviewed the costumer provided cleaning disinfection and sterilization (cds) process where no obvious deviation from the instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.